Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received alert 69 indicating an ilet malfunction, after which the agent instructed three pump restarts and the alert did not recur; the user was advised to continue monitoring given likely temporary interruption of insulin delivery, and the user reported use of a dexcom g6 with a transmitter number provided. Symptoms included hyperglycemia with a reported blood glucose of 374 mg/dl, while the user felt well. Outcomes included continued device use with monitoring and instructions to contact support if the alert reappears. Investigation included guided troubleshooting consisting of multiple restarts and user observation for recurrence. Investigation of this case revealed that the alert cleared with restart, consistent with a transient algorithm data parity check without ongoing malfunction. It was concluded, based on previously established findings for similar reports, that a transient software or data integrity anomaly was the probable cause, with resolution after restart. If the device is received, it will be evaluated, and a supplemental report will be filed.